Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard orn 14ga x 1.75in needle would not retract. The following information was provided by the initial reporter: customer has been facing issue with the catheters with safety device, the needle doesn't retract. Add info received: there was no patient/health professional impact/injury;=. There was no medical intervention. There was no exposure to blood.

Event description:
It was reported that insyte autoguard orn 14ga x 1.75in needle would not retract. The following information was provided by the initial reporter: customer has been facing issue with the catheters with safety device, the needle doesn't retract. Add info received: there was no patient/health professional impact/injury; there was no medical intervention. There was no exposure to blood.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph. Upon thorough inspection of the photo, no visible signs were found to indicate that needle retraction failure occurred. There were no signs of use to the needle assembly and it could not be identified if the button was in the pressed position. No damage to the hub, grip, barrel, or spring was observed that could result in the reported defect. Without the physical sample, further investigation could not be performed. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.